Manufacturer narrative:
Manufacturing evaluation performed. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to infection.

Manufacturer narrative:
Sterilization evaluation performed. A review of the sterilization paperwork for the devices verified that the lots met all pre-release specifications. Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to infection. (B)(4)

Event description:
On (B)(6) 2009, the patient underwent endovascular repair of a saccular aneurysm in the descending thoracic aorta using two gore® tag® thoracic endoprostheses. The preoperative aneurysm diameter measured 39mm. On (B)(6) 2010, 6 months follow-up CT image showed a minor inflammation of the aorta in the treatment area. No endoleak was identified. The aneurysm diameter measured 39mm. On (B)(6) 2010, one-year follow-up CT image showed the persistent minor inflammation of the aorta. No endoleak was identified. The aneurysm diameter measured 39mm. On (B)(6) 2011, the patient presented with hemoptysis. CT scan showed abscess formation around the aneurysm. The patient was treated with antibiotics and stypsis. On known date, the patient was discharged from the hospital. The follow-up was discontinued since the patient has not visited the hospital since.